Event description:
It was reported that patient underwent a hip arthroplasty procedure sometime in 1991. Subsequently, a revision procedure was performed on (B)(6) 2014 for an unknown reason. The modular head and acetabular liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Follow up attempts to obtain additional information pertaining to event details and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA.